Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances on the svc coil. The shocking configuration was reprogrammed to rv coil to can and the svc coil was electrically abandoned. The svc coil is suspected to be fractured. The lead remains in service and the patient will be monitored. No adverse patient effects were reported.